Event description:
The user facility reported that during an colonoscopy, the poly loop did not work as expected. The patient went into surgery. There was no report of patient injury.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report. Per the user facility, the patient was undergoing a esophagogastroduodenoscopy (egd) with gastric polypectomy. During the deployment of the poly loop, the loop became lodged in the catheter, resulting in the catheter tip being cut off. The patient underwent exploratory laparoscopic surgery to remove the tip of the catheter as well as for resection of the polyp. The patient's hospital stay was extended. The patient is doing well. The device referenced in this report was not returned to olympus for evaluation as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.